Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 9 1/2 months of support of the lvad, the patient was readmitted for gastrointestinal (gi) bleeding and received a transfusion.

Manufacturer narrative:
The age of the patient was not provided to the manufacturer. A correlation between the device and the reported gi bleeding could not be conclusively determined. The patient remains ongoing on vad support. The instructions for use (IFU) lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.